Event description:
It was reported that the right ventricular lead had a lead warning for low impedance and the thresholds had increased on the right ventricular lead. The patient was noted to have had a recent fall and the right shoulder was bruised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6971 implantable pacing lead (B)(6) 1983; addr06 implantable pulse generator (B)(6) 2012. (B)(4).